Event description:
During a planned maintenance visit, svc rep noted output of vaporizer was not within spec. There was no reported pt injury. Co's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been completed.